Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) stated that the lines appeared to be connected properly and the clamps were closed on the unused supply line. The technical service representative (tsr) had the hp cycle the power to display press go to start. The hp would turn the hc off for the night and finish with manual exchange. The hp would notify the peritoneal dialysis nurse. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated they were able to complete that evening therapy using manual supplies. The hp stated they did not notice anything different with the supplies that evening. The hp stated that it could have been to possible kinks or it could have been a bad cassette they are not sure. The hp stated they have been doing therapy fine otherwise since the call. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.